Event description:
It was reported that this mini-implantable cardioverter defibrillator (ICD) device detected high voltage on the other manufacturer right ventricular (rv) lead during charge for an atrial fibrillation conversion. The device recorded an error code 1006, and data analysis reviewed from the device showed the manual capacitor reform was since aborted by the device. Technical services recommended a device replacement, and to currently consider the patient as unprotected. No adverse patient effects were reported. The device remains in-service at this time, however it was planned to replace the device and the other manufacturer right ventricular lead.